Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Unknown, assumed 1st day of month ((B)(6) 2013) that complaint was reported.

Event description:
It was reported that during a laparoscopic che procedure, the hook broke during cleaning with a clammy compress. Cleaner: erbe monopolar. Hook did not fall into patient. No further information is available. No patient consequences. One device will be returning.